Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose had been running high since they put the insulin pump on. The customer had been sick. They had been treating with manual injections. The customer¿s blood glucose during the incident was 446 mg/dl. The customer¿s most recent blood glucose was 223 mg/dl. The customer advised that they will change the infusion set, site, and will call back to troubleshoot. The device will not be returned for analysis.